Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation the unit displayed "no sd card" and was unable to obtain readings. The core board was replaced and the unit functioned as designed.

Event description:
It was reported that the devices have intermittent blank screens. No consequences or impact to patient.